Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at (B)(6) 2026, during ventilation, the screen suddenly went blank. The piezo alarm sounded and ventilation stopped. No patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.